Manufacturer narrative:
Received 1 unused aquacel foam ag adh 8x8cm 1x10 for evaluation. Foreign matter was seen on the product. The unused aquacel foam ag adh 8x8cm 1x10 was sent to the original equipment manufacturing (OEM) for evaluation. A photo was also provided. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign material was in the primary pack, the product was not used on a patient.

Manufacturer narrative:
The original equipment manufacturer (OEM) investigation reviewed retained samples and the device history record (DHR), which indicated no discrepancies. Through microscopic inspection of the returned sample and retained samples, images showed that both ag hydro fiber products were similar in color and texture. Therefore, the OEM concluded that, "the contamination were particles of ag hydro fiber." No previous investigations are available for the reported lot number and no further actions are required. The complaint will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on august 10, 2017.